Event description:
It was reported that patient had a procedure to explant an inflatable penile prosthesis(ipp) due to an infection. The patient then had another surgery to reimplant an ipp. No other patient complications were reported.

Manufacturer narrative:
.

Event description:
It was reported that patient had a procedure to explant an inflatable penile prosthesis (ipp) due to an infection. A subsequent surgery was performed to implant another ipp. No other patient complications were reported.

Manufacturer narrative:
The following fields have been updated: patient identifier. Patient date of birth. Patient age. Sex. Weight.

Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptom is a known risk associated with an ams 700 procedure and is noted as such in the device instructions for use. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: the delivery device instructions for use (IFU) was reviewed. The patient symptom of infection was found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherit risk of device was assigned to this investigation.

Event description:
It was reported that patient had a procedure to explant an inflatable penile prosthesis(ipp) due to an infection. No other patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that patient had a procedure to explant an inflatable penile prosthesis(ipp) due to an infection. No other patient complications were reported.